Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease# other heart attack or heart failure, pneumonia, chemical poisoning (foreign material in the lungs), copd (stage 2 or 3). No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device information has been updated in this report. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. In this report, box d, g, h has been updated/ corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease other heart attack or heart failure, pneumonia, chemical poisoning (foreign material in the lungs), copd (stage 2 or 3). During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation during the evaluation, the device powered on and air flow was confirmed. The device's downloaded logs were reviewed by the third-party service center. During the evaluation secondary findings were observed there was no error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and no visible foam degradation and unit got scrapped. Box: h has been updated.